Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed that the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was unknown at the time of the incident. The alarms were not resolved by troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 15/4 alarm noted during testing. Unit was received with scratched case and minor scratched lcd window.